Event description:
During the initial procedure on (B)(6) 2011, an atricure cryo module system was used and a complaint was initiated and documented on (B)(4). The initial complaint was on the cryo2 probe which were evaluated and met specifications. We were notified by the FDA on (B)(6) 2011 that the user facility reported that during the "defrost" stage the physician was attempting to manually bend the malleable probe and during which the probe stuck to the physicians wet glove. The system was shut down and rebooted. The procedure was finished without harm to the physician. There was no long term user consequence.

Manufacturer narrative:
(B)(4). The instructions for use state 4.2.3, "handpiece probe temperature may drop temporarily during depressurization phase (transition from defrost to ready state)." The user facility report states that the cryo disposable probe was the suspect device. The probes were sent back for evaluation per (B)(4). The products met all specifications, zero defects were noted. Through correspondence with the representative it was determined that the atricure cryo module is the device in question. The device was not returned to atricure for evaluation due to no device failure. The device was not returned to atricure for evaluation due to no device failure. No device failure, user error.